Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is having his ipg explanted because of persistent pain at the ipg site. The pt is very thin and the ipg is causing pain due to the size of the ipg. Follow-up identified the pt's ipg was removed on (B)(6) 2013.